Manufacturer narrative:
(B)(4). For 8 of the events, the investigation could not determine the cause of the event. For 1 of the events, the investigation determined the cause of the issue was the sample probe. The field engineering specialist (fes) replaced the sample probe. For 1 of the events, the investigation determined the cause of the issue was the sample pipettor was misadjusted. The fes adjusted the pipettor. For 1 of the events, the investigation determined the cause was due to a pinch valve that was not closing. The fes replaced the pinch valve. For 1 of the events, the investigation determined the cause was due to loose set screws on the sample pipettor. The fes tightened the set screw. For 1 of the events, the investigation determined the cause was due to an issue with the bead mixer motor and the mixer paddle. The fes replaced the bead mixer motor and the mixer paddle. For 1 of the events, the investigation determined the cause was due to the measuring cells needed to be replaced. The fes replaced the measuring cells. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>14</noe> malfunction events. Erroneous non-reproducible results were generated by the cobas 6000 e 601 module. The events involved a total of 54 patients with the following erroneous results: 39 elecsys ft4 ii assay, 7 elecsys tsh assay, 1 elecsys hcg + beta test system, 4 elecsys ferritin, 2 elecsys ft4 iii assay, 2 elecsys ft3 iii, 2 elecsys vitamin b12 immunoassay, 1 elecsys probnp ii immunoassay, 1 elecsys prolactin assay, 1 elecsys pth immunoassay, 1 elecsys hcg stat. For 9 patients, the patients' ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. The patients' weights were requested but were not provided. There were 5 females and 8 males. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.